Event description:
During an endodontic procedure, the irrigating syringe being used leaked sodium hypochlorite from the "back" end of the syringe. The same type of syringe was used multiple times with a high rate of failure. It appears that the rubber tip on the plunger did not fit properly and failed to create a seal allowing liquid material to escape.